Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device can't pass the therapy delivery test. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite. It was determined that this was a malfunction of the capacitance. The capacitance was replaced in order to resolve the reported issue. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor cannot pass the therapy delivery test. There was no reported patient involvement.